Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station went offline. A technical support specialist guided the user to power on the cabinet using the power button located beneath the monitor, after which the cabinet came back online. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, station went offline following a power outage, and users discovered the cabinet was not powered on when attempting to dispense medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.